Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture (B)(6) and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation surgery with a 275cc (B)(6) breast implant experienced right sided capsular contracture (B)(6) post procedure. As a result, patient had an explantation on (B)(6) 2021. Upon explantation, patient's right sided implant was found to be ruptured.

Manufacturer narrative:
On december 9,2021, the mentor failure analysis lab has received the device for evaluation. The device received was manufactured in leiden, netherlands. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, events that involve these devices would not need to be reported as mdrs. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture (B)(6) and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation surgery with a 275cc (B)(6) breast implant experienced right sided capsular contracture (B)(6) post procedure. As a result, patient had an explantation on (B)(6) 2021. Upon explantation, patient's right sided implant was found to be ruptured.